Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was noted. The patient received inappropriate shocks. The device was explanted and replaced. The patient's condition is stable after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.